Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined. The customer additionally reported that during the event, the device did show ok when it would not power on. The customer disposed of the battery used during the event but did state that following the event, they tested a different battery in the device and it functioned normally.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
Additional information provided by the customer regarding the patient event: the patient was found unconscious in the water at approximately (B)(6) and it was unknown how long he had been down prior to being found. When the patient was found, the lifeguards on scene pulled the patient from the water and started performing CPR. The CPR was continued until the customer arrived on scene at (B)(6) along with the local ems. Within 5 minutes of the reported failure of the customer's device not powering on, a back-up device was used which did give a 'no shock advised' decision. Patient was later transported to the hospital where they were pronounced deceased.

Event description:
The customer reported that during a patient event, prior to connecting the device to the patient, their device would not power on. The customer advised that following the reported power failure, they were able to obtain a backup device to place onto the patient. The customer did not provide the delay in which it took to obtain the backup device. The customer was unable to provide any additional details of the event other than the patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation of the reported event and based on the information available, physio was unable to determine whether or not the reported device failure contributed to the outcome of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.